Manufacturer narrative:
(B)(4). Concomitant medical products: maestro tc carpalhd 7x15mm std: cat# 180363, lot# 452120; unk radial body: cat#ni, lot#ni; unk radial stem: cat#ni, lot#ni; maestro tc capitatestem 6x18mm: cat# 180322, lot# 427590; variable lock screw 4.75x50mm: cat# 180357, lot# 559140. Visual examination of the provided pictures identified that the devices were explanted and confirmed part and lot numbers for the carpal component. No definitive statements can be made about the condition of the products as it is unknown whether the damage occurred intraoperatively or during explanting. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right wrist demonstrate a wrist arthroplasty with loosening of both the radial and carpal components, also with dislocation of the arthroplasty. Distal ulnar resection. Osteopenia is present with bony fragmentation noted. Erosion versus screw tract involving the base of the fifth metacarpal. Radiocarpal arthroplasty dislocation with loosening of both the radial and carpal components. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02773, 0001825034-2021-02776, 0001825034-2021-02774, 0001825034-2022-00079, 0001825034-2022-00077.

Event description:
It was reported patient underwent a revision procedure due to aseptic loosening. Attempts to obtain additional information have been made; however, no more is available at this time.